Event description:
The system would not produce an image during a case. No pt injury as a result of failure. He pushed in pin on interconnect.

Manufacturer narrative:
The ge svc rep verified that no image was captured. He found a pushed in pin on the interconnect. He pulled the pin out until it locked. The rep tried to push the pin back in but it held. He installed the interconnect cable three times with power cycles. System now capture image. The rep verfied that the system is operating as intended.